Event description:
During a robot hysterectomy; using koh ring for uterine manipulation, during placement surgeon mentioned she felt something shift. During manipulation the tech said it wasn't responding as it normally does. When uterus was removed, it was found that the ring component from the koh had come apart from the base. All parts were accounted for.